Manufacturer narrative:
Inspection one opened used reservoir and performed manual prime and high-pressure tests. The reservoir passed the tests and no leaks or defects in the o-rings were observed during analysis. The reservoir was connected and locked in place properly.

Event description:
The customer reported having high blood glucose of 400 mg/dl. The customer stated that insulin was leaking past the o-rings into the insulin pump. Troubleshooting was performed. The customer removed the reservoir and insulin came out from the reservoir compartment. No further info was provided.